Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a cracked top case. The event history log confirmed ¿motor not running¿ error message occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the main pcb was misaligned from the device being dropped by the customer. The main pcb was reassembled. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the motor was not working. There was no physical damage and no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.